Manufacturer narrative:
On an unreported date, the patient experienced a break in aseptic technique during connection for pd therapy which led to a relapsed peritonitis event. The relapsed peritonitis was produced by the same bacteria as the previous event of peritonitis. Treatment for the events and patient¿s outcome were not reported. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause, treatment, and outcome of the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. Extraneal therapy was ongoing. No additional information is available.